Manufacturer narrative:
This supplemental report is being submitted to update the lot number as k4804 and provide the investigation results for the device. The device referenced in this report was returned to olympus for evaluation. A physical inspection of the device found that the teflon pad was separated, deformed and was partially split from the grasping jaw exposing metal on the jaws. This type of teflon pad damage is most likely related to the operator's technique.

Event description:
Olympus was informed that during a low interior resection procedure, when the device was removed from the patient, it was noted that the teflon pad was melted and metal was exposed. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissue. Otherwise, various forms of damage in the probe tip and/ or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/ or falling inside the body cavity, and/ or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.